Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) observed air in the supply line of a homechoice cassette. This occurred during filling for automated peritoneal dialysis therapy. The hp was connected at the time of the event. It was further reported the hp observed air near the line connection between supply bag and supply line. Renal therapy services (rts) assisted the hp to end the therapy session. The hp would complete therapy using a continuous ambulatory peritoneal dialysis (capd) ultrabag. There was no patient injury or medical intervention associated with this event. No additional information is available